Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit had a cracked lcd window, cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring in the reservoir tube, and a cracked case at the reservoir tube window corners. (B)(4).

Event description:
The customer called in to report low blood glucose levels and a crack on the reservoir compartment. The customer reported that she was out dancing and the reservoir was loose in the compartment. The customer also mentioned that she recently had surgery. The customer's blood glucose level ranged from 42 to 83 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.